Event description:
Information was received from a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the patient had done a lot of research and so far until (B)(6) 2016 had not talked to the manufacturer; however, the patient had a big problem and had to get to the bottom of it. It was reported that the implantable neurostimulator (ins) was implanted at the left side of their spine in the back. The patient stated that they had never been totally free of back problems as far as back pain. Since (B)(6) 2016, they had an acute problem of spasms and had been on pain medications. The patient wanted to know if the ins was the root cause of their problems because their muscles and back were hurting so bad. They were(B)(6) years old and needed to live their life where they could function. It was verified that the ins had been implanted because the patient had a right radial nerve injury. The leads were reported to go up their spine with the paddles of the leads in their neck to control their pain of the radial nerve. The pain started on the left side and went up to the right side and sometimes down their legs. The patient reported that they had been in the hospital for 4 days because the pain was so bad during the week of (B)(6) 2016. The patient verified that the pain was from stimulation, was "bad", acute pain, and went into right hip down the right leg. The patient still had these symptoms even when the ins was turned off. The patient reported that they had researched and saw that some people had symptoms worse than theirs. The patient stated that they could not function during the day, could not lean over, and could not lift up their grandkids due to the pain. An MRI could not be done. A myelogram was performed but was inconclusive. The patient had seen the neurosurgeon who had redirected them to their primary care physician. The patient had previously had 2 epidural shots in their back to try to relieve the pain. The cause of the pain was unknown at this time. It was clarified that the patient had pain since implant but it had worsened at the beginning of (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.